Manufacturer narrative:
The device was not returned for this investigation, should we receive the device at a later date a supplemental report will be filed.

Event description:
The patient reported that the livongo bloos glucose meter was reading higher compared to their leb test results.. The tests were performed simultaneously and the livongo reading was about 50 points higher than the lab work. We confirmed that the results was outside of the +/-20% range.